Manufacturer narrative:
Sample and patient information was not provided. Qc level 1 and 3 results in ind flags after the patient result was run twice. No sample collection or centrifugation data was supplied by the customer. Hotline was able to locate a misloaded accutni reagent pack. Service was not dispatched for this event. Use error is the root cause for this event.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving an indeterminate (ind) flags on one patient's accutni result and qc results which were generated by the access 2 immunoassay analyzer. The results were not reported out of the laboratory; therefore patient treatment was not impacted by this event. The customer stated that the ind flag occurred after a technician changed the reagent pack. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.